Event description:
Related to tw (B)(4) the hospital reported that during a coronary artery bypass procedure, they had issues with hst iii system (3.8mm) seal deployment on two of them, as a result, 5 in total needed to be opened for the case. No intervention was needed. No blood transfusion. A new device was used to complete the procedure. A new device was used to complete the procedure. There was no delay. No injury.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 09/22/2025. An investigation was conducted on 10/02/2025. A visual inspection was conducted. Only the delivery device was returned for evaluation. Signs of clinical use and evidence of blood was observed on the delivery device. The white plunger was not fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in a rolled state. The white plunger was depressed during the evaluation. The seal was able to be deployed with no physical or visual difficulties observed. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. No measurements of the device were taken due to the presence of blood in the delivery tube, per requirement in ga000080 section 7.4.1. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem " was not confirmed. A lot history record review was completed for lots 3000492409, 3000475032, and 3000476158 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.